Event description:
During manipulation and insertion attempts, the tip of the catheter was broke and remained in the pt's disc with no subsequent complications.

Manufacturer narrative:
The actual product involved in this incident was disposed and unavailable for evaluation. The device history records did not indicate any manufacturing or material discrepancies that could have contributed to the breakage. Without the actual device involved in the incident, our investigation is inconclusive. Catheter tip breakage is a possibility if the proper surgical technique is not followed. Our history with this product and this type of failure repeatedly indicated that the proper technique was not followed. Further, documentation is available stating that if the tip is contained within the disc, then the probability of any subsequent adverse outcomes is low. The CT scans indicated that the device is located l5-s1. Furthermore, there is no evidence of disc herniation or stenosis. The surgeon stated there were no complications post-op with the device being left in the pt. The pt has been informed and smith and nephew will be contacted if any risks or complications occur. This is the first report of this type for this lot number.